Event description:
It was reported that the t-wave oversensing had been interpreted as non-sustained lead noise. Device was reprogrammed. Patient was asymptomatic and no adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.